Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak reported during implant could not be determined from the pre-implant films provided. Images during implant and post-implant CT¿s were not available for review. The pre-implant CT¿s confirmed that the patient¿s proximal neck was severely calcified, ranging from 23 ¿ 21mm in diameter, and was moderately angulated. It is likely that implanting within the calcified neck contributed to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 63mm in diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured 23-22mm with severe calcification. It was reported that the final angiogram revealed a proximal type I endoleak due to severe calcification within the aortic neck. The proximal edge of the bifurcated stent graft was in good position without any additional room for a proximal aortic cuff. The physician performed three additional prolonged balloon dilatations with a reliant balloon within the proximal aspect of the stent graft. The reliant balloon inflations reduced the proximal endoleak; however, is still present. The physician made the decision to stop the procedure and evaluate on the next follow-up scan. No additional clinical sequelae were reported and the patient is being monitored by the physician.